Manufacturer narrative:
Product event summary: analysis confirmed that the programmer screen flickered and would fade to black. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was showing interference on the entire screen when being used. It continued to be functional for a few days, but then became non-functional with a completely white screen. The programmer has been returned for service. No patient complications have been reported as a result of this event.